Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the operating room during device changeout in backup state. The confirm device had been implanted for 3.5 years. A device download was not performed due to low battery status. Device replacement was performed on the same day due to normal elective replacement. Patient was stable.